Event description:
Caller asking about low impedance and possible over sensing on the atrial lead? Explained that the atrial lead is likely experiencing an insulation breach. Recommended that the caller perform pocket manipulations and physical maneuvers in order to observe for potential noise on the atrial egm as well as check impedance measurements during the testing for variation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).